Manufacturer narrative:
Insulin pump received with missing retainer ring and reservoir tube lip o-ring. Insulin pump received with broken off piece at the reservoir tube lip due to dog chew marks. P-cap / reservoir will not lock properly due to missing retainer. Insulin pump received with end cap broken off, cracked case, and cracked case (battery tube) due to dog chew marks. Insulin pump received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the button portion. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.